Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient had just got out of an MRI (magnetic resonance imaging) and was hearing the critical alarm. Patient had the handset and needed assistance using it to read the pump and confirm motor stall had recovered. The pump was still stalled. Periodically re-interrogating the pump was being considered. It was recommended that the patient contact her physician if she had any concerns regarding the therapy or needed medical guidance. The MRI was done because the patient's pain was under control but started getting worse. Patient stated that she was having a lot of pain. They did a brain scan because the patient had multiple sclerosis but also did an MRI of the spine to make sure there was no accumulation of fluid at the tip of the catheter. The patient has had dose increases a couple of times, but they had not made a difference in her pain. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only).